Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, episodes of post-paced t-wave oversensing were observed on the device. Abbott technical support was contacted, and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.